Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease (cad). The target lesion was located in the middle left anterior descending artery. A 2.50 x 48mm synergy xd drug-eluting stent was selected for use and was prepared to load on the wire. However, upon inspection, it was noticed that the stent looked damaged. The device never entered the patient and the procedure was completed with a 2.75 x 48 synergy xd stent. There were no patient complications reported.